Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 300mg/dl, 80mg/dl. Tests were done within <10 minutes with a difference of 103%. Pt did not experience any adverse events. No further info has been reported. Note: customer cleaning meter incorrectly.